Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is malfunctioning. The customer states receiving a failed battery test. Customer also states that their key pad is unresponsive. The patients' blood glucose at the time was unknown. The customer was advised that the device would need to be returned and replaced. The device is being sent back for analysis, as well as replaced.